Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 600 mg/dl with trace ketones. Customer addressed the elevated bg by manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 332 mg/dl. The customer reverted to an alternate method of insulin therapy.